Event description:
The pt was receiving a barium enema and sustained fractures of the 4th and 5th fingers of the left hand as the table was moving down. The pt was examined in the walk-in clinic, a metal splint placed, tylenol given and referred to ER for diagnosis and treatment.